Event description:
Customer reports back to back testing on the same meter while using the compact system with results of: 51mg/dl and 350mg/dl, 350mg/dl and 47mg/dl, 47mg/dl and 220mg/dl. No quality controls were run. No adverse event reported. A request was made for return of the suspect product and a replacement was sent.